Manufacturer narrative:
Isi received the permanent cautery hook instrument and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. If pitch cable breakage occurs the instrument is immediately inoperable, resulting in the immediate replacement of the instrument during a surgical procedure. The root cause of this failure is attributed to a component failure and related to device design. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photographs or video of the procedure were provided for review. This complaint is considered a reportable event due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the permanent cautery hook (pch) was found with a torn cable on a part of the tool (work surface). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer, but no further information regarding the event could be provided.